Manufacturer narrative:
G4:23nov2020. B4:03apr2021. The authorized service personnel (asp) replaced the front bezel per nav-ring to address the reported issue. No part was received for evaluation. A similar investigation was performed and it was determined that the liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported that the setting values bounce back and forth. The customer contacted product support and requested service repair. The case was dispatched to the field for repair. The customer reported that the unit was not in use on a patient.